Manufacturer narrative:
The pump was received with shifted end cap sticker. The pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. Cracked case on lcd display window corners and cracked battery tube threads noted during visual inspection.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer's blood glucose level was 435mg/dl. The customer treated the high with a bolus. Troubleshoot was conducted. The device was found to have passed the high pressure testing. The customer mentioned medtronic bubbled sticker was half way over the bubble sticker. The customer was advised the pump would be replaced and returned for analysis.